Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was also reported that during a tcar procedure, after the dissection was identified during insertion of the enroute arterial sheath. This dissection was left untreated as the physician determined it to be non-flow limiting. Additionally, after noticing of the there were multiple unsuccessful attempts to cross more than 90% lesion using enroute wires, therefore a third party device (glide wire) was used to continue and complete the procedure. Patient was under mac sedation throughout the entire procedure and was able to follow commands post procedure. Patient neurologically intact. Sent to pacu to recover.

Manufacturer narrative:
Complaint investigation underway.

Event description:
It was also reported that during a tcar procedure, after the dissection was identified during insertion of the enroute arterial sheath. This dissection was left untreated as the physician determined it to be non-flow limiting. Additionally, after noticing of the there were multiple unsuccessful attempts to cross more than 90% lesion using enroute wires, therefore a third party device (glide wire) was used to continue and complete the procedure. Patient was under mac sedation throughout the entire procedure and was able to follow commands post procedure. Patient neurologically intact. Sent to pacu to recover.